Event description:
The pt was noted to have oversensing on the rv channel which inhibited pacing. The physician tried replacing the rv lead but similar issues were noted. The event could not be reproduced. The physician replaced the pacemaker and the issue was not seen with the new device and new rv lead. This lead was explanted and retained by the hospital. Should additional info become available, this file will be updated.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.